Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for a pump reset and guided the customer through the process. Following the reset, the cgm error did not reoccur, and the customer successfully initiated a sensor session.